Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. Customer stated that her husband got home and found her. Blood glucose level at the time of the incident was 29 mg/dl. The customer stated it happened a year back and did not remember the details. She mentioned she probably treated with soda. Troubleshooting was declined. The insulin pump will not be returned for analysis.